Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call failed battery test and rewind anomaly on the insulin pump. Customer's blood glucose level was unknown. Customer advised the display screen was scratched, the insulin pump rejected a new battery, the insulin pump had a diminished battery life and the device would rewind slower than normal. Customer declined to troubleshoot the insulin pump and the device will not be returned for analysis.